Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.